Event description:
It was reported that the inflation hub of a pta balloon dilatation catheter completely separated from the device at 11 atm during the first inflation within the pt. Reportedly, the device immediately started losing pressure. The pt's leg was massaged to deflate the balloon. Total deflation time was approx five minutes. The device was removed through the sheath without incident. Another pta balloon was used to successfully complete the procedure. There was no clotting downstream to the balloon and no reported adverse clinical consequences or injury to the pt.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the MFR for eval to date. The investigation is currently underway.